Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly doing well and is no longer experiencing pain or facial nerve stimulation with the new device. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient is reportedly experiencing facial nerve stimulation, non-auditory sensations, and pain with and without device use. External equipment was exchanged and programming adjustments were made, however the issue did not resolve. Revision surgery is scheduled.